Manufacturer narrative:
A used 12f catheter has been returned. As the drainage catheters are a purchased item, the sample is now being forwarded to our supplier, medventure, along with a scar (supplier corrective action request). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported to sales rep, exodus 12f drainage catheter cracked at the hub and was removed and replaced. No complications or injury to the pt was reported. The used device has been returned to navilyst medical.